Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient with history of idiopathic premature ventricular contraction (pvc), underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that it is uncertain as to the specific point during the procedure that the event occurred. It could have been either during the mapping or ablation phase. However, post-ablation, after a waiting period and just prior to removing all catheters, a cardiac tamponade was confirmed by intracardiac echo (ice) ultrasound. Pericardiocentesis was performed to remove 175cc of bloody fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and that it occurred due to the catheter manipulation in the right ventricle outflow tract (rvot). No bwi product malfunctions were reported. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The flow was set within standard settings for thermocool® smart touch¿ catheters on the smartablate (17/30 cc/min). No error messages were observed on any bwi equipment. The force visualization features used included dashboard and vector.